Manufacturer narrative:
The remote service engineer (rse) spoke to the customer performed troubleshooting. The rse advised the biomed to reconnect the speaker cable and check the connection between power switch/ECG sync out board and main board. The rse also provided the part number for a replacement speaker and main board if the troubleshooting did not resolve the issue. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. H3 other text : see h10.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that there was a speaker malfunction, and the customer could not hear the alarm. During preventative maintenance the biomed identified the device has a speaker malfunction inop and the speaker did not produce sound. The device was not in use on a patient at the time of the event, there was no patient involvement.